Manufacturer narrative:
Medwatch fields a2 age number and age unit were updated. On the day of the event, qc was not processed by the customer. The investigation was unable to determine a direct root cause. No product problem was identified.

Manufacturer narrative:
The cobas e411 disk serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys vitamin d total iii result on the cobas e411 disk. The initial result was >120 ng/ml with a data flag. The sample was ran after a sample dilution of 1:2 and the results were 8 ng/ml and 9 ng/ml. The results with the dilution multiplication factor are 16 ng/ml, and 19 ng/ml. On (B)(6) 2025, the same sample was ran twice and the 1st result was 40 ng/ml and the 2nd result was 17.07 ng/ml with a data flag. A fresh sample was collected on (B)(6) 2025 and ran 3 times, the results were 22.88 ng/ml, 19.49 ng/ml with a data flag, and 24.30 ng/ml with a data flag. Another result on (B)(6) 2025 was 41.56 ng/ml.